Event description:
Patient's port appeared to be leaking since after receiving vest treatment from the day before. Port had been accessed with 3/4 inch needle and supported with gauze as it appeared not to sit flush with the skin. Mother informed nurse that normally port is accessed with 1/2 inch needle. Re accessed by vascular access. Noted to still be leaking with flushing. Dye study ordered. Port noted to be cracked in back. Concerns too long needle/trauma from vest treatment may have damaged port. Patient's port was initially placed at another hospital approximately 1 year ago. Port was replaced on approximately 3 months ago by interventional radiology with a different product. Patient tolerated procedure well. Bard port was discarded at time of replacement. Patient was discharged from hospital two days after procedure was completed.